Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen display was dim. Additionally, it was reported that unspecified pump battery issues occurred. As well, as that unspecified touch screen issues occurred. There was no reported adverse impact to customer¿s blood glucose level. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.